Manufacturer narrative:
(B)(4)

Event description:
It was reported that no communication could be established with rf telemetry during an in-clinic device interrogation. The device image was analyzed and showed a rf internal error. It was recommended to perform a download to help resolve the issue. The patient will continue to use an inductive transmitter and inductive telemetry in the clinic. A download will not be performed.